Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow block alarm occurred during the basic occlusion test, occlusion test and force sensor test. The insulin pump was programmed with several boluses and monitored. All boluses delivered properly. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly. No delivery anomaly noted during testing. The insulin pump had minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin drops was smaller than usual. The customer's blood glucose was 23.0 mmol/l at the time of incident. The customer's mother performed high pressured test and the insulin pump passed. The insulin pump will be returned for analysis.